Manufacturer narrative:
The field service engineer (fse) was on site on (B)(6) 2008 to investigate the event. The fse performed preventative maintenance (pm) on the instrument. The fse adjusted the mixer speed, and ran the high sensitivity (hs) system check and it passed. The fse returned on (B)(6) 2008 and found the wash arm titled, the fse adjusted the wash arm. According to the fse, customer has been suspecting pre-analytical issue, so bci sales rep was sent to the customer site to discuss with the customer pre-analytical sample handling. Although the fse addressed hardware issues, no definitive root cause could be determined for this event. MDR # 2122870-2008-245 documents the results for pt 1. This is one of two separate MDR reports related to two pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2008-245 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on the synchron lx 725 clinical system. The initial erroneously elevated results were not reported outside the lab. The pt sample was retested and the results were within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.